Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. Customer also reported that the insulin pump had motor error and multiple pump error. Customer stated that the insulin pump rejected new battery and slower rewind and prime. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea, fogginess, excessive thirst and urination. The customer was treated with insulin pump. Customer stated that the drive support cap appears normal. Customer reported was not worn during a medical procedure. Customer troubleshoot for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or a21, a17 alarms noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm, prime/fill anomaly or rewind grinding loud noise anomaly noted during testing. The motor was tested outside the device and passed.